Event description:
A caregiver reported an error message, "scan again in 10 minutes," when scanning the 10-year-old customer's adc freestyle libre sensor for 2 hours or more. On (B)(6) 2020, the customer experienced "no feelings" and was unable to treat themselves and was provided unknown treatment by a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000dmgeh4 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message, "scan again in 10 minutes," when scanning the (B)(6) customer's adc freestyle libre sensor for 2 hours or more. On (B)(6) 2020, the customer experienced "no feelings" and was unable to treat themselves and was provided unknown treatment by a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.